Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported that they received coolsculpting treatment to the upper flank and abdomen with an unknown applicator and was presented with paradoxical hyperplasia (ph) 1 year post treatment to the flanks. Later, healthcare professional reported that patient received coolsculpting treatment on (B)(6) 2024 to the flanks and back fat with a cooladvantage coolcurve plus applicator and was presented with paradoxical hyperplasia(ph) 3-6 months post treatment to the flanks and back fat.